Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated her glucose levels are usually under good control, around 100-140 mg/dl. After inserting the new sensor, she kept receiving unusually high values on her cgm with the highest being 436 mg/dl. She went out for the day, then started getting extremely low readings. She ate carbs to compensate and went to the emergency room (ER) as a precaution. At the ER, her bg was checked twice and was a little over 160 mg/dl. Before discharge they had her check her fingerstick on her omnipod to ensure it was working correctly, and the reading was over 400 mg/dl which she attributed to having consumed the carbs. At the time of contact her bg level was within normal range. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.